Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a backup vvi mode. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was received in backup mode for analysis. The product code was reloaded to enable further testing. Post-reload analysis, including telemetry and pacing output, indicated that the pacer exhibited normal device characteristics. Analysis of the device image revealed that the backup mode was triggered by an nmi (non-maskable interrupt). Code corruption led to a false low battery reset which triggered the nmi. The reset condition could not be reproduced, and the root cause of the code corruption remains unknown. A longevity assessment was performed, and battery depletion was found to be normal based on device usage.